Manufacturer narrative:
The zoll console will not be returned for investigation. The reported console was evaluated by the customer's biomed technician and it was observed that the power cord was frayed; a possible root cause of the reported issue. No further information was provided. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console powered off on its own (on an unspecified date/time) during patient use. According to the reporter, the attending nurse at that time noticed the issue when she returned to the room to care for the patient. No alarms were observed. Per reporter, a secondary thermogard xp ivtm was used to continue/complete patient's temperature management therapy. There were no reports of patient harm as a result of the reported power issue.